Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was reported that the patient was hospitalized for an unrelated indication. Four days after hospitalization, the patient was diagnosed with peritonitis and was discharged from the hospital. The patient was treated with intraperitoneal vancomycin (dose, route and frequency not reported) for the event. In the same month as onset the patient was recovered from the event. Pd therapy was reported to be ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.